Manufacturer narrative:
The device was received for evaluation. Investigation is pending.

Event description:
The event involved 25 units of spiros® closed male luer that the nurse noticed a leak of azacitidine at the time of injection to the patient. There was patient involvement and a delay in therapy because the unit for cytostatic reconstitution had to prepare a new syringe. Even though there was a report of unprotected chemotherapy exposure to the patient and the nurse, there was no clinical consequences for the patient and there was no need for medical intervention.

Manufacturer narrative:
One used unit from list #011-h2457, (b)(4 units of spiros® closed male luer; lot #5039906 and one used 5 ml medicina luer lock IV syringe were received and visually inspected. The spiros was returned securely connected to the syringe. As received, the spin feature was activated and spinning freely. No visible damage or anomalies were identified. No mating devices were returned. The spiros was leak tested according to product performance specifications. No leaks were observed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. The reported complaint of leakage could not be replicated or confirmed.